Event description:
The procedure was uncomplicated at the start, however, when advancing the blue rhino dilator with guiding catheter over the wire guide into the trachea, the blue rhino "slipped" past the raised notch on the guiding catheter. The physician feared that a false passage had been created. The blue rhino dilator was removed and the physician restarted the procedure with the same set. The tracheostomy was successfully completed. No excess bleeding was noted.